Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with amikacin injection (125mg) and vancomycin injection (1g, every 72 hours) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow-up, it was reported that cause of peritonitis was unknown. On an unknown date, the patient was treated with amikacin injection (125mg, once daily, intraperitoneal, discontinued) and vancomycin injection (1gm, every 72 hours, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.